Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument detached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad missing from its designated location during inspection. The complaint regarding tissue pad peeling was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.